Event description:
A report was received that the patient was suspected to have an infection at the ipg site. Symptoms included redness and some swelling at the ipg site. It was believed that the infection was not device related, but it was unknown what caused the infection. It might be procedure related but it was hard to confirm. The patient was prescribed antibiotics.